Manufacturer narrative:
(B)(4).

Event description:
It was reported that 10 aptus endoanchors were implanted into another manufacturer's stent graft. It was reported that a CT revealed a type ii endoleak coming from lumbar and inter-mesenteric arteries. The core lab assessed as there is a proximal type ia endoleak. The investigator has assessed that the implanted endoanchors have maintained adequate penetration into the aortic wall. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of post-implant CT¿s revealed that another manufacturer¿s stent grafts were implanted within the infrarenal abdominal aorta, extending proximally from just below the renals and into the bilateral distal common iliac arteries. Multiple endoanchors were seen implanted into the proximal neck and proximal stent graft(s). The proximal neck was extensively calcified. The max diameter aaa measured 5.8cm. Contrast was seen outside the stent graft along the posterior wall within the top and mid-sac. Multiple lumbar arteries were also seen feeding the sac near the same location of contrast. The stent graft was patent. No obvious issues with the endoanchors were observed. The source and cause of the endoleak could not be determined from the images provided. This may have been caused by a type ii endoleak coming from a lumbar artery. There may also have been a proximal type endoleak; it is possible that the highly calcified neck may have contributed. Other manufacturer's devices may have also contributed to this event.

Event description:
Additional information received reported that the patient had an intervention for the type ii endoleak.

Manufacturer narrative:
Additional information received reported that the previously reported type ii endoleaks were not related to the device or index procedure. Both leaks were treated with coil embolization. A re-intervention for the previously reported type ia endoleak was carried out approximately 2 years post the index procedure. If information is provided in the future, a supplemental report will be issued.